Event description:
Patient reported left rupture. Healthcare professional additionally reported "mastodynia" and "nodules" (non device related). Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left rupture. Healthcare professional additionally reported "mastodynia" and "nodules" (non device related). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Pain: unable to observe as it is a medical event not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: creases were observed.